Manufacturer narrative:
This is one of thirteen manufacturer reports being submitted for this case.  The device was not available for evaluation. Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. In this case, the cause for the valve in valve was unknown. Reporting and capture are being done conservatively. No additional patient or procedural factors were provided that could determine a root cause.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As presented at 2018 tvt physician training seminars and clinical controversies: tavr ii by dr. (B)(6) md ¿the minimalist tavr strategy should be ¿default approach¿ ¿ supported by clinical outcomes and economic benefit¿, multiple events were reported against sapien valve, sapien xt and sapien 3 (s3) valves from procedural outcomes, 30 day clinical outcomes, and one year clinical outcomes. Four sapine 3 valve procedures were converted to open heart surgery. Ten sapien and 10 sapien xt valve procedures needed a second transcatheter valve. Two coronary obstructions occurred during a sapien 3 procedure. At the 30 day outcome, 5 sapien valve, 15 sapien xt and 42 sapien 3 valve procedures required cardiovascular readmission. At the 1 year clinical outcome, 17 sapien valve, 31 sapien xt and 107 sapien 3 valve procedures required cardiovascular readmission, and 1 sapien, 4 sapien xt, and 1 sapien 3 valve procedures required re-do avr within 1 year.

Manufacturer narrative:
Reference CAPA-(B)(4).

Manufacturer narrative:
Thirteen manufacturer reports are being submitted for this article. Please reference related manufacturer report numbers: 2015691-2018-02879, 2015691-2018-02882, 2015691-2018-02884, 2015691-2018-02885, 2015691-2018-02886, 2015691-2018-02887, 2015691-2018-02888, 2015691-2018-02889, 2015691-2018-02890, 2015691-2018-02892, 2015691-2018-02893, 2015691-2018-02894.